Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: what were the indications for surgery? Drop of hemoglobin + scan (extraluminal bleeding) how was the bleeding identified? Drop of hemoglobin + scan how was the bleeding addressed? Blood transfusion + additional surgery what color cartridge was used in primary operation? Unk was a blood transfusion required? Performed was the bleeding intraluminal or intra-abdominal? Extra-luminal what is the current patient status? Not mentioned a few hours after the operation, there was a drop of hemoglobin which indicated the bleeding. This was confirmed by a scan. Extraluminal bleeding, aspirated 3l, probably bleeding of the gastric stump. Transfusion pré/per operation, but base is unknown.

Event description:
It was reported that after a laparoscopic gastrectomy procedure, the stapling appeared good (B)(6) 2016; no bleeding and good staple line formation. During the night following the surgery, the patient had to return in the or to manage important bleeding post-op. Unknown how case was completed.